Event description:
It was reported that the patient presented to the clinic for follow-up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high defibrillation impedance, and the implantable cardioverter-defibrillator (ICD) failed to transmit records. To resolve the issue, the patient underwent an additional surgical procedure. During the procedure, it was noted that the rv lead was disconnected from the ICD. The rv lead was reconnected to the device, and the impedance returned to the normal range. The patient remained in stable condition.